Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that, prior to the alarm, she had went to bolus, but the numbers were ramping. The customer's blood glucose was 100 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from possible moisture damage from placing the insulin pump back on after exercising. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The act button on the insulin pump did not respond due to corroded keypad trace. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.